Event description:
It was reported that the customer passed away after being involved in a car accident. It was stated that the customer's car went over the center lane, and into oncoming traffic. The caller stated that two bodies were found in the car, badly burned. Spoke with the police officer and gave the customer's information, as he had no other way of identifying the body. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.